Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided for reporting. Implant and explant dates: not implanted or explanted, plate broke intraoperatively, no pieces or fragments were generated. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the 04.613.128, lot 9914187, manufacturing location: (B)(4), manufacturing date: 18.apr.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was undergoing an anterior cervical discectomy and fusion at c5-c6, c6-c7. Surgeon had placed the vectra plate and inserted one (1) screw, locking it into the plate. Surgeon determined the plate needed to be shifted slightly, so the locking screw was removed to prepare for repositioning of the plate. When the locking screw was removed, the wishbone locking clip within the screw hole of the plate was broken, preventing another screw from being locked into the plate at that screw hole. No pieces or fragments were generated. Another plate was readily available and was used to complete the procedure successfully with no delay and no harm to patient. Concomitant devices reported: 4.0mm ti self-retaining screw (part 04.613.516, lot unknown, quantity-1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the 2 level/28mm vectra plate (04.613.128) is a component of the vectra system which is intended for anterior plate and screw fixation of the cervical spine (c2-c7). The plates feature wishbone clips which interact with a grove in the system¿s screws in order to lock them to the plate and prevent back-out. The returned plate was examined and the complaint condition as able to be confirmed as the clip at the left center hole was found to be deformed, which would inhibit intended functionality of the device. No definitive root cause was able to be determined however, based on the complaint description, the clip was damaged during screw removal; as such it is likely that proper removal technique, as described in the system technique guide, was not followed. Relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level, plate and wishbone clip. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.